Event description:
The catheter broke when the infant's hand moved. The reporter was contacted regarding additional information and has not responded at this time.

Manufacturer narrative:
The sample has been received for analysis and is currently being decontaminated. A supplemental report will be submitted upon completion of the investigation.